Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update sections d10 and h3.  This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-10111.  The delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned fully inserted through the sheath. The loader assembly was over the flex shaft. The nose tip and inflation balloon were separated from the guidewire shaft.  Visual inspection of the returned device was performed and the following was noted:  radial and longitudinal burst of the balloon was confirmed; there were no missing balloon pieces; crimp balloon is bunched and balloon spring is damaged; nose tip separated at bond region. Adhesive was present at the bond area. Due to the nature of the complaint, functional testing for this complaint could not be performed.  Dimensional testing was performed and the single wall thickness of the inflation balloon near the observed burst area was measured.  All measurements met specifications. The complaints for balloon burst, delivery system withdrawal difficulty through sheath, and distal tip, nose tip separated were all confirmed upon visual inspection of the returned device. No manufacturing non-conformances were identified during the product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above the inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support the notion that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU, training manuals, and manufacturing process), as identified in the technical summary, are still in place. The balloon burst would have resulted in an altered balloon profile, which would have created difficulty in withdrawing the delivery system. The altered profile would make the balloon more likely to get caught during attempted re-entry into the sheath distal end. Furthermore, if enough retrieval force is applied on the delivery system due to the resistance encountered at the sheath distal end, it is possible that the balloon would separate, especially in its compromised state. Evaluation of the returned products showed that the nose tip separated from the guidewire shaft at the bond area. Note that the liner damage/delamination seen on the sheath¿s distal end serves as evidence of the withdrawal difficulty. Based on the available information, it is likely that patient factors (annular calcification) contributed to the balloon burst and procedural factors (withdrawal of burst balloon) contributed to the retrieval difficulty and subsequent nose tip separation. The complaint occurrence rates did not exceed the november 2019 control limits for the applicable trend categories. No further engineering evaluation is required at this time. Since no edwards defect was identified in the evaluation, no corrective or preventive action is required.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the commander delivery system balloon ruptured during valve deployment. The balloon was inflated with 23ml of volume. The valve had landed in acceptable position. The team immediately tried to remove the system, but due to the balloon ruptured, it could not go through the sheath. Pull force during removal resulted in the sheath kinking.  The balloon tip split from the system and was lodged in the femoral artery.  A cut-down was performed to remove the system. The patient is stable post procedure.